Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# l66205, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (7.5 mg/ml) and dilaudid (40 mg/ml) at unknown doses via an implantable infusion pump. The indication for use was noted as non-malignant pain and radicular pain syndrome (radiculopathies). It was reported the patient was filled on (B)(6) 2015 and immediately following the refill had symptoms of being weak, not feeling well, and feeling dizzy. The patient went to the emergency room (ER) and was diagnosed with overdose. The patient was given intravenous fluid. The refill nurse noted the refill was uneventful. The actual residual volume (arv) was 1.0 ml and the expected residual volume (erv) was 6.4 ml. The overdose was resolved as the hcp saw the patient on (B)(6) 2015 and she was fine. The hcp spoke to the patient on the date of this report and the patient had no symptom change after the refill yesterday. The hcp was to continue to monitor the patient for symptom change and the patient was instructed to go to the ER if she felt a change in symptoms. The change in therapy/symptoms was noted as sudden. It was later reported the cause of the overdose and volume discrepancy was not determined. The patient had no symptoms since the overdose event. If additional information is received, a follow-up report will be sent.